Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information have been unsuccessful. There are two medical device reports associated with this event. This report is for the right eye. (B)(4).

Event description:
A family member reported that his stepfather had bilateral intraocular lens (iol) implant procedures and states the iol's are not working. The consumer also feels like he has a "pumpkin seed in the eye" and is using drops, but the drops are not helping. There are two medical device reports for this event. This report is for the right eye.